Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) over-sensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachycardia response (atr) episodes. It was recommended to turn off the rrt. High, out of range impedances have been detected on the ra lead. The origin of the high impedance was not determined conclusively but is believed to be that the conductor cable is fracturing. This has been the case for some time now and they do not plan an intervention at this time. This ra lead remains in service. No adverse patient effects were reported.